Manufacturer narrative:
(B)(4).

Event description:
A health care professional (hcp) reported that there was an MRI that was not related to the device or therapy. The area to be scanned was the brain. The patient's implant was not working and the physician would not take it out. The patient did not know if the implantable neurostimulator (ins) was on or off and they did not have their programmer with them. The hcp did not have any further information. It was later noted that the manufacturer representative (rep) reported that there was an alleged overdischarge. The rep went into MRI facility to turn off the patient's ins so that they could have a head MRI. The rep was not able to communicate with the programmer, recharger, or clinician programmer. The patient was not feeling stimulation. The ins had been dead for years and the patient did not want it restarted again. It was stated that the managing pain hcp would be contacting the hcp that was prescribing the MRI of the head to determine if the ins needed to be removed immediately and to understand why the MRI was needed. There were no medical symptoms reported. Other relevant medical history includes non-malignant pain and failed back surgery syndrome. Additional information received from the rep reported that a registered nurse at the managing physician's office was to follow-up with the neurosurgeon who requested the MRI and the patient directly. Additional information received from the rep reported that the message received from the doctor¿s office indicated it was not emergent but sooner rather than later for explant. He was suspecting brain tumor. The patient had a scheduled appointment on a thursday at 8:15. If additional information is received a follow-up report will be sent.

Event description:
Additional information was received from a health care professional (hcp). It was reported that the patient¿s neurologist sent him for an MRI. The patient could not have the MRI due to not being able to communicate with the spinal cord stimulator due to the patient not recharging. The patient did not want the spinal cord stimulator restarted. The patient canceled follow-up at the hcp¿s office.